Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the end user bent the left rear frame arm and form assembly.